Manufacturer narrative:
C-1082 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. Additional information, including device details, patient outcome and return of the device were requested in order to progress with the investigation, however, not all were provided, therefore there was limited information available for this investigation. Neither device details or the device itself were provided to corin UK, therefore, device manufacturing records could not be retrieved or reviewed and a failure mode or root cause could not be identified. Based on this, corin now considers this case closed, however, should any new information be provided this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that a metafix stem punch was damaged. No further information was provided.